Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the cartridge was being filled, the bottom of the cartridge leaked. A new cartridge was successfully loaded to address the event. The customer's blood glucose level was 109 mg/dl.